Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with the olympus technical assistance center (tac), the customer was asked to power off both the light source and video system, remove the scope, clean the contact points on the scope with an alcohol prep pad, waif for the scope to dry, reconnector the scope and then power everything up. Tac advised the issue could be due to the light source, video system, scope, or cables. On a later date, the customer reported to tac that they sent the scope in for repairs. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error code, an e216 scope communication error code, and a no image issue with their olympus 190 series scopes. There were no reports of patient harm. Reports are being submitted on the light source due to the reported issue occurring multiple times. Please refer to the following event: patient identifier of (B)(6). Patient identifier of (B)(6). Patient identifier of (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. There was no information on the serial number, so device history records could not be checked. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.